Event description:
It was reported that the customer passed out due to low blood glucose. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading was low at the time the paramedics arrived. Caller stated that the customer's insulin pump was not working correctly it had delivering issues. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.